Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient stated that the pump was seated high in the scrotum and he could feel a sizable tubing loop. The physician encouraged him to continue pulling down on the pump, but the patient did not feel that it was moving. The patient continued to state that his penis points to the left in both flaccid and erect states. He was able to find some exercises online. He was uncomfortable but was hopeful that with more healing it would resolve. After deflation it tends to auto-inflate partially. Proper deflation techniques were discussed. He was encouraged by the manufacturer's representative to discuss the issues with his physician and has made a follow up appointment with the physician.

Event description:
It was reported that the patient stated that the pump was seated high in the scrotum and he could feel a sizable tubing loop. The physician encouraged him to continue pulling down on the pump, but the patient did not feel that it was moving. The patient continued to state that his penis points to the left in both flaccid and erect states. He was able to find some exercises online. He was uncomfortable but was hopeful that with more healing it would resolve. After deflation it tends to auto-inflate partially. Proper deflation techniques were discussed. He was encouraged by the manufacturer's representative to discuss the issues with his physician and has made a follow up appointment with the physician. Shortly after the patient began experiencing pain. The patient was evaluated and treated with antibiotics for an infection. Following treatment with antibiotics, it was decided that surgical intervention was necessary. The inflatable penile prosthesis was explanted, and a malleable penile prosthesis implanted. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.